Event description:
The facility representative reported a colleague infusion pump with a failure code 810:04. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 810:04 interrupted delivery, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:04 was confirmed and reproduced during product evaluation. The assignable cause was an air in line (ail) printed circuit board (pcb) failure. The ail pcb was replaced to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.